Manufacturer narrative:
As part of heartflow's internal review, a heartflow analysis output was identified to have been incorrectly released with ffrct values provided for the right coronary artery (rca). The investigation determined ffrct values were incorrectly provided in the rca vessel due to misinterpretation of the CT data by the automated technology and inspection process. The physician was notified of the investigation findings and has not reported a patient safety event at this time. Heartflow analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the output should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified a heartflow analysis output was incorrectly released with ffrct values provided for the right coronary artery (rca) system.